Manufacturer narrative:
(B)(6) 2024 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Refill heads they fall out in mouth - oral-b [device breakage] . Product counterfeit - oral-b [product counterfeit] . Case narrative: 82-year-old female consumer via phone stated that the oral-b toothbrush head refill fell out in her mouth. No injury was reported. (B)(6) 2024 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Refill heads they fall out in mouth - oral-b [device breakage]. Case narrative: 82-year-old female consumer via phone stated that the oral-b toothbrush head refill fell out in her mouth. No injury was reported.